Event description:
(B) (4) peripheral cutting balloon registry.it was reported that in (B) (6) 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was in the efferent vein of the avf. There was no vessel tortuosity and there was no calcification at the target lesion. The angiographic data for the target lesion showed the reference vessel diameter of 6mm, lesion length 9mm, pre-procedure 80% stenosis, and post-procedure 0% stenosis. The lesion morphology was tight concentric stenosis. The patient had a one-month follow up visit in (B) (6) 2005. The target lesion remained patent following the procedure. The patient had not experienced an adverse event since the procedure. The patient did not have any intervention since the procedure on any vessel. The patient had a three-month follow up visit in (B) (6) 2005. The target lesion remained patent following the procedure. The patient had not experienced an adverse event since procedure. The patient did not have any intervention since the procedure on any vessel. The patient had a six-month follow up visit in (B) (6) 2005. The target lesion remained patent following the procedure. The patient had not experienced an adverse event since the procedure. The patient did not have any intervention since the procedure on any vessel. The patient had a twelve-month follow up visit in (B) (6) 2006. The diagnostic examination included the measuring of blood pressure during dialysis. The target lesion remained patent following the procedure. Restenosis is documented. The patient had not experienced an adverse event since procedure. The patient did have an intervention in (B) (6) 2006. A conventional angioplasty was performed on the target lesion for an angiographic restenosis. No additional data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.